Event description:
During thoracentesis, physician questioned whether part of the catheter was retained in the pt. Shadow seen on x-ray, but was not catheter. Independent radiographic study reveals very light radiopacity.